Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient who implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported their device did not work. The patient stated they intended to have the device removed but when it was removed they were told they had too much scar tissue. The patient had a new implant implanted on (B)(6) 2016. No further complications reported at this time.